Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, chronic pain, adhesions, fistula, open wound, scarring, dehiscence, unattached mesh, and broken mesh. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and wound vac.